Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any bleeding? Was there any change to procedure or post-op patient care? The device was removed by cutting the artery after clipping with another device. There was no damage on the target tissue. How was device removed from cystic artery the device was removed by cutting both sides of jaws after firing with another device. Was user able to open device? No. Did user have to cut device off? Yes. Was there any bleeding? No. Was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws became not to open after firing on the cystic artery. The device was removed after another device was fired on the cystic artery. There was a possibility that the device was fired after the 15th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The orange wheel indicator was found to be overtraveled, which is also indicative that the lockout was fired through. The batch record was reviewed and no anomalies were noted during the manufacturing process.